Manufacturer narrative:
Additional information was received and noted an update to the explant date. Accordingly, field d6b was updated to reflect the modified explant date.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was admitted with history of ventricular tachycardia (vt) and ventricular tachycardia ablation. The patient was admitted again with episodes of vt. Patient experienced short runs of vt both before and after impella insertion. As the patient has a known history of vt ablation and recommends transfer to where the previous ablation was performed.